Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached (dso) downstream occlusion seal. Review of the event history log (ehl) showed an error code 46510. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a without software. As a result, the downstream occlusion seal was replaced and updated the software. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for an interruption during a software upgrade, during physical inspection, it was found that there was a detached downstream occlusion seal. There was no patient involvement.